Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a lead revision and new battery placement were performed. The lead migration confirmed by x-ray and battery was close to the end of shelf life. The patient is still experiencing some urge urinary incontinence but is expected to recover fully.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a lead revision and new battery placement were performed. The lead migration confirmed by x-ray and battery was close to the end of shelf life. The patient is still experiencing some urge urinary incontinence but is expected to recover fully.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of premature discharge of battery, urinary urgency and incontinence, urinary ware defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a lead revision and new battery placement were performed. The lead migration confirmed by x-ray and battery was close to the end of shelf life. The patient is still experiencing some urge urinary incontinence but is expected to recover fully.